Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system was not communicating. The technical support specialist (tss) attempted to connect to the es server but was unsuccessful, so connected via remote desktop through the application server. After checking the configuration and running powershell tests, the tss verified synchronization server connectivity. The tss then applied the knowledge article ¿sync 2.0 download failure ¿ sequence contains more than one element ¿ duplicated pended medication.¿ then the tss found that duplicated medications were pended to the same pocket, which was preventing synchronization. The tss provided the procedure and advised the customer to unpend the duplicates to allow full synchronization. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not communicating and shown critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.